Event description:
New information received from the clinic stated that the clinic asked the patient to send remote transmission from the device on (B)(6) 2019 because the data was not received. On (B)(6) 2019, the clinic successfully received transmission from the patient. The patient was known to have episodes of atrial fibrillation and was reported to have his medications changed in (B)(6) of 2019. No other issues were noted on the implantable cardioverter defibrillator.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the parameter data from the implantable cardioverter defibrillator could not be retrieved. It was verified by the patient that the transmitter was placed in a good position to communicate with the device. The patient was advised to follow up with the physician to resolve the anomaly.